Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the grip of the stone mesh was not easy to push. The stone net was not easy to push.

Event description:
It was reported that the grip of the stone mesh was not easy to push. The stone net was not easy to push.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿improper equipment functionality". However, there was insufficient information to confirm this potential root cause. The instructions for use were found adequate and state the following: "insertion: inspect the device prior to use and during the procedure for integrity and function. Make sure the basket is closed by retracting (pulling back) the basket tip into the sheath with the thumb slide. With the basket closed, and using the optional introducer provided, carefully advance the distal portion of the closed device through the endoscope until it emerges out of the end of the endoscope. Capture and removal: open the basket by pushing the thumb slide forward. Pull the basket backward toward the object while slowly rotating the basket as necessary. Once the object has been captured, partially close the basket to secure the object for removal by carefully pulling the thumb slide back. If handle disassembly is desired or required: squeeze bottom handle half at indicated points and pull down to remove handle bottom. Loosen thumbscrew until basket drive wire moves freely. Slide sheath and handle assembly over and away from drive wire." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.